Event description:
An aneurx bifurcated stent graft of unknown size and its components were inplanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Vessel tortuosity was reported to be mild. Aneurysm morphology are unknown. It was reported that a 16 french sheath was used during the case. It was reported that, when the iliac limb was being deployed, there was a lot of resistance. The physician attempted for several minutes to turn the crank of the deployment handle, but the device would not deploy. The device was removed from the pt and a 14mm diameter x 8.5 cm length iliac limb was successfully implanted. No clinical sequelae were reported, and the pt is reported to be fine. Analysis of the returned device has been completed. As rec'd, the device was undamaged, and the stent graft was deployed in the laboratory without difficulty. The cause of the reported deployment difficulties cannot be determined.